Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose, diabetic ketoacidosis and gastroparesis. Blood glucose at the time of admission is unknown. The customer was treated with the insulin pump until it ran out of insulin. Troubleshooting was declined. The insulin pump will not be returned for analysis.